Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured", ¿recurring infections including skin infections in the same breast¿.

Event description:
Patient reported "implants are ruptured", ¿recurring infections including skin infections in the same breast¿, ¿one breast looks smaller than the other¿, ¿swelling of one breast¿, ¿breast that gets infections is also harder than the other¿ and ¿concerned about getting surgery as she has heart trouble¿. This record is for the right-side. Device remains implanted.